Event description:
It was reported that impedances were measured and therapy impedance was noted to be <(><<)>50 ohms. In addition, ¿???¿ was also displayed. The implantable neurostimulator (ins) was later replaced. No further information was reported. Follow-up has been requested to provide additional details surrounding the event. A supplemental report will be made available when this information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the ins was replaced due to having reached end of service (eos). It was also noted the ins was explanted in (B)(6) 2014. No troubleshooting was performed.

Manufacturer narrative:
(B)(4).